Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula had detached from the wiggle pad during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint ojr412 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for investigation. Therefore, our investigation is based off the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of photograph provided by the customer revealed that the ojr412 optiflow junior 2 nasal cannula was found detached from the right cannual joint. Glue was visible inside the cannula joint. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of or reprocessed. The subject opt980 optiflow adult nasal cannula would have met the required specification at the time of production. The setup instructions in the user instructions which accompany theojr412 optiflow junior 2 nasal cannula include the following steps: "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Manufacturer narrative:
(B)(4). We are currently in process of our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula had detached from the wiggle pad during use. There was no reported patient consequence.